Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges that "no heat was coming from aerosol". The alleged defect was detected during use. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer, however, the evaluation of the device involved in this complaint is still in progress at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Upon completion of the device evaluation, this report will be updated.

Event description:
Customer complaint alleges that "no heat was coming from aerosol". The alleged defect was detected during use. Patient condition reported as "fine".